Event description:
Reporter called stating that the cubex app won't let them issue item: oxycodone tab 5mg (bin 07 27) and item: oxycodone tab 10mg (bin 07 16) because it's out of stock on the bd pyxis medflex mn 1000. Reporter called the pharmacy and they told her that there should be quantity left over for both items. Reporter logged into mql and discovered that both of these items have 0 qty available and explains that she physically saw the meds in the cubies. Reporter went ahead and logged into the cab and walked thru cycle count process. They were able to cycle count item: oxycodone tab 5mg (bin 07 27) and corrected the count qty. 14. However, when try to cycle count item: oxycodone tab 10mg (bin 07 16), the cubie lid did not open. They logged into the cabinet, disabled all usb power management settings, chose high performance power and disabled usb selective suspend setting, ran master upgrade, and restarted the cubex software. Then launched the tester app and was able to open the cubie lid for item: oxycodone tab 10mg (bin 07 16) successfully. Reporter discovered that the cubie was overfilled and not nicely filled. Reporter went ahead and fixed the packaging. The cubie lid opened as expected and they were able to cycle count and item: oxycodone tab 10mg (bin 07 16) as expected. Reporter is now able to issue meds to their patient as quantity reflects a correct count available. There were no adverse events or injuries based on this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system showed the medication quantity as not available. A technical support specialist logged into the cabinet, disabled all universal serail bus power management settings, chose high performance power and disabled universal serail bus selective suspend setting, ran master upgrade, and restarted the cubex software. Then launched the tester application and was able to open the cubie lid for item: oxycodone tab 10mg (bin 07 16) successfully and resolved the issue. The system functioned as intended after the technical support specialist assessed the device.